Manufacturer narrative:
Initial reporter zip code: (B)(6). Initial reporter phone number: (B)(6). Additional email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: based of the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Pain: unable to observe since it is a medical event and is not related to the device. Malposition : unable to observe since it is a medical event and is not related to the device. Additional observations: brown particle on the device.

Event description:
Healthcare professional reported left side "rupture". Sore left breast with prosthesis dislocation to the outside. Device has been explanted and replaced.

Event description:
Sore left breast with prosthesis dislocation to the outside. Device has been explanted and replaced.